Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the placement was normal. They had the scope down at the same time to visually confirm placement, capsule did not attach. The capsule was then pushed into the stomach. Another capsule was placed normally. The pt was not injured following the procedure.